Event description:
It was reported that the catheter leaked. Leaking catheter. Additional information 04/16/2026: where on the device the leakage occur? Where the IV catheter inserts into the clear plastic above the yellow wings. Was any medication being administered, if so what was it? Unknown. Did anything else happen to the patient besides needing another device? Not that we are aware of.